Event description:
It was reported that the user struck the ilet screen against a table, resulting in a cracked display and necessitating a hardware replacement. Symptoms included none reported. Outcomes included transition to backup diabetes therapy while awaiting the replacement device. Investigation included review of the user¿s account of mechanical impact and device handling. Investigation of this case revealed physical damage to the screen consistent with impact trauma to the device¿s display assembly, with no indication of functional alarm behavior or software fault. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.